Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A micro-volume extension set leaked from the filter vent hole during a patient infusion. The patient was reported to be a ¿baby or child¿ (not further specified). The type of infusion or the indication for the infusion was not reported. The tubing had been in use for about 24 hours, and the infusion rate was in the 0-20ml/hr range (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.